Manufacturer narrative:
H.6. Investigation: bd received five (5) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for glass breakage with the incident lot was not observed. The samples did not exhibit any breaks or cracks in the glass. The five (5) samples were also evaluated by functional draw testing and the indicated failure mode for underfill with the incident lot was not observed as the samples were within specification limits. Additionally, forty-seven (47) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to glass breakage as all samples met specifications. Ten (10) retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes of glass breakage and underfill. Bd was not able to identify a root cause for the indicated failure modes. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, the device experienced glass breakage and underfill or low draw of a tube with blood. This event occurs at least with 2 out of every 10 tubes. The following information was provided by the initial reporter. The customer stated: it was reported that sample vacuum is not working well, and some tubes exploded inside the centrifuge. It seems the vacuum is not working well, and we need to use more tubes to be able to have enough blood for the pbmcs extraction. Moreover, we had some tubes that exploded inside the centrifuge. No reports of injury or exposure. Additional information received: if drawing other tubes at the same time do the other tubes fill to stated draw volume? Yes they do, we are collecting blood in plasma and serum tubes also purchased from you. How much are the tubes short drawing and how many have you had an issue with? At least 3-4 ml short, we are using 10 tubes each subject (we have a 7-hour study with blood draws every hour), and so far, in average 2 tubes out of 10 are not performing properly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, the device experienced glass breakage and underfill or low draw of a tube with blood. This event occurrs at least with 2 out of every 10 tubes. The following information was provided by the initial reporter. The customer stated: it was reported that sample vacuum is not working well, and some tubes exploded inside the centrifuge. It seems the vacuum is not working well, and we need to use more tubes to be able to have enough blood for the pbmcs extraction. Moreover, we had some tubes that exploded inside the centrifuge. No reports of injury or exposure additional information received: if drawing other tubes at the same time do the other tubes fill to stated draw volume? Yes they do, we are collecting blood in plasma and serum tubes also purchased from you. How much are the tubes short drawing and how many have you had an issue with? At least 3-4 ml short, we are using 10 tubes each subject (we have a 7-hour study with blood draws every hour), and so far, in average 2 tubes out of 10 are not performing properly.